Manufacturer narrative:
Failure analysis noted that the pump was unable to prime during the prime/ compromised force sensor system alarm test due to faulty force sensor resistor (gold). There was no compromised force sensor system alarm noted. The pump had no display anomaly. There was no dark circle anomaly noted. The pump had scratched lcd window, cracked case at display window corners, cracked reservoir tube lip, cracked reservoir tube near the reservoir tube window and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump alarmed compromised force sensor system. The customer's blood glucose was 122 mg/dl at the time of incident. The customer stated they were trying to prime the tubing when they received the alarm. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The customer was advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis.